Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Reason for revision: pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4).

Event description:
Asr revision - right hip.

Manufacturer narrative:
Although the specific reason for the patient's revision is unknown, because the patient's claim has been approved by depuy's third-party claims administrator, it is reasonable to conclude that the reason for the revision has been determined to be product-related. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Asr resurfacing - right hip. Lawyer claimed pain & suffering etc. (Stage ii claim?). Update received june 24th, 2013. Lot number added. Acetabular component rejected. Hospital and reason for revision added. Reason(s) for revision: pain. This is a resurfacing to xl revision. Cup left in situ. See (B)(4) for xl and revision of cup. Update received: 5th july 2014 - amended implant date: (B)(6) 2007, filled mapped to mw fields.